Manufacturer narrative:
Stelkast made aware of a size mismatch while reviewing patient implant form. The surgeon was immediately contacted. The surgeon stated that this would not be a problem and will not correct this at this time. No malfunction of the device was alleged.

Event description:
While reviewing the patient implant form, the customer service representative observed that there was a size mismatch between the femur and the tibial tray/tibial insert.